Event description:
Patient developed left axillary abscess about 12 days post miradry treatment. Prophylactic antibiotics were prescribed but an infection developed, which became an abscess. The abscess was incised and drained along with dressing changes. Two (2) antibiotics were prescribed. The infection resolved but resulted into a wound. Bacitracin (topical antibiotic) and wound care were prescribed for 2 months but the wound did not heal. The wound was cleaned and closed by the treating clinic. Another set of antibiotics were prescribed. Update: by 3.7 months post-treatment, the clinic confirmed the infection resolved and suspected the symptoms were due to hidradenitis suppurativa. Patient was referred to a dermatologist.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed left axillary abscess about 12 days post miradry treatment. Prophylactic antibiotics were prescribed but an infection developed, which became an abscess. The abscess was incised and drained along with dressing changes. Two (2) antibiotics were prescribed. The infection resolved but resulted into a wound. Bacitracin (topical antibiotic) and wound care were prescribed for 2 months but the wound did not heal. The wound was cleaned and closed by the treating clinic. Another set of antibiotics were prescribed.